Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the luer of the infusion set is broken, resulting in an elevated blood glucose level of 255 mg/dl.